Event description:
It was reported that the patient presented to clinic after receiving high voltage therapy with low, out of range, high voltage lead impedance. The patient will be closely monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.